Event description:
It was reported that the bladder of small volume infusor ruptured during filling at the hospital. The device had been manually filled with saline followed by fluorouracil (5-fu) using a syringe. This was further described as the ¿bladder was stable while saline was filled followed by 5fu. The bladder ruptured when the pharmacist about to add another 5fu¿. There was no patient involvement. No additional information is available..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 17, 2020 - november 18, 2020. H10: the device was received for evaluation. Visual inspection was performed and a ruptured bladder was observed. The bladder was examined for signs of abnormality that may have led to the rupture, however no abnormalities were observed. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.